Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results on a cobas e 801 module when compared to the abbott architect method. The serial number of the analyzer was not provided. The customer suspects an interference with the elecsys ft3 iii assay. Refer to the highlighted section of attachment "pt73745.pdf" for patient results. It is unknown if the results were reported outside of the laboratory.

Manufacturer narrative:
The second patient sample, from the same patient, from on (B)(6) 2022 was investigated. For the second sample from on (B)(6) 2022, data was discrepant for both ft3 (version 2) and elecsys ft3 iii (ft3 version 1). For information related to ft3 version 1, refer to the medwatch with a1. Patient identifier: (B)(6).

Manufacturer narrative:
Additional investigations with the patient sample determined that it contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."